Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample is available for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. Reviewed the device history record and no abnormalities found during in-process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): customer said that the pumps were have to infuse in 48 hours, stop infusion after 24 hs.